Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileocecectomy procedure, upon exploratory laparotomy with small bowel resection, the staples did not deploy when it was being used on small bowel ileum tissue. The initial stapler used to begin the case fired fine and laid staples as expected. Two more loads were opened by the staff at the same time. The second firing with the same staple load was fine, the third firing was the reload that is believed to be missing staples completely and transected the tissue without laying staples, no loose staples were found anywhere after firing. Another stapler and staple load were used but because of the failed staple firing there was not enough space to staple again without transecting the ileocecal valve area, so there was an unplanned ileocecectomy. There was unanticipated tissue loss as a result of this problem. The procedure was extended due to having to perform ileocecectomy. The patient was alive and has a permanent injury.

Manufacturer narrative:
Additional information: (B)(4); ileocecectomy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy with small bowel resection, the staples did not deploy when it was being used on small bowel ileum tissue. The initial stapler used to begin the case fired fine and laid staples as expected. Two more loads were opened by the staff at the same time. The second firing with the same staple load was fine, the third firing was the reload that is believed to be missing staples completely and transected the tissue without laying staples, no loose staples were found anywhere after firing. Another stapler and staple load were used but because of the failed staple firing there was not enough space to staple again without transecting the ileocecal valve area, so there was an unplanned ileocecetomy. There was unanticipated tissue loss as a result of this problem. The original procedure was an exploratory laparotomy, that was anticipated to be a partial ileectomy, stapler device failure resulted in further transaction of tissue resulting in ileocecectomy. The procedure was extended due to having to perform ileocecectomy. The patient was alive and has a permanent injury.